Event description:
A passeo-35 balloon catheter was selected for treatment of the popliteal artery. The device was advance over the wire to the target lesion and was inflated up to 13 bar. The balloon could not be inflated further and leaking of contrast was observed in the fluoroscopy. Blood was also observed in the syringe of the inflation device.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has burst longitudinal over a length of about 69 mm. Scratches were observed in close vicinity of the tear which have likely been caused by a hard, sharpedged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the patients anatomy.